Event description:
It was reported that the helix of the temporary pacing lead was missing when the lead was removed. The helix was not located with x-ray / CT scan. No patient complications have been reported as a result of this event.